Event description:
It was reported the needle broke off into site during injection, had to have surgery to remove on (B)(6) 2019 with a bd pen ndl 29ga 12.7mm 100 bx 1200 USA. The following information was provided by the initial reporter: material no. 328203. Batch no. 8261665. It was reported that needle broke off into site during injection. Went to the doctor (B)(6) 2019 and had surgery to remove with sedation on (B)(6) 2019. Additional information provided by customer: needle is currently with pathology. Procedure report from surgery took 4 attempts to locate the needle with fluoroscopy. Both consumer and husband lost work hours for this incident. Reported "needle break in abdomen, right side)" lot: 8261665, expiration date: 2023-09-30, item: 328203, occurrence date: (B)(6) 2019. Stated break happened 05/13/19, she went to an urgent care. X-ray taken, put on "antibiotics". Stated on (B)(6) 2019 pen needle was surgically removed. Stated doing follow up today to have stitches removed. Was not given antibiotic after surgery. Stated she does have needle hub to send in. Will ask doctor for needle that was removed. Stated she will not continue to use box pen needle came out of because she concerned may be issue with entire box..

Manufacturer narrative:
Investigation: customer returned (67) 29g x 12.7mm bd pen needles from lot 8261665: one was used, and 66 were unused/sealed. Consumer reported needle break in abdomen. The one used pen needle was examined, and it was observed to have a broken patient end (pe) cannula, however, no evidence of manufacturing defects was observed on this sample. The base of the separated pe cannula appeared to have been bent prior to breaking. 30 out of the 66 returned unused pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 29g: 0.0130¿- 0.0135¿): data: sample 1 point (pe/npe); good/good outer diameter (in); 0.0133 lube; good. Data: sample 2 point (pe/npe); good/good outer diameter (in); 0.0133 lube; good. Data: sample 3 point (pe/npe); good/good outer diameter (in); 0.0133 lube; good. Data: sample 4 point (pe/npe); good/good outer diameter (in); 0.0133 lube; good. All 30 examined samples tested within specification. Since the sample with the broken pe cannula was returned after use, and no manufacturing defects were observed, the likely cause of the broken pe cannula is user error when handling the pen needle. The hub-end of the separated pe cannula appeared to have been bent prior to breaking, suggesting a bending and re-straightening mode of failure. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue (broken pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. Since the sample with the broken pe cannula was returned after use, and no manufacturing defects were observed, the likely cause of the broken pe cannula is user error when handling the pen needle. The hub-end of the separated pe cannula appeared to have been bent prior to breaking, suggesting a bending and re-straightening mode of failure.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported the needle broke off into site during injection, had to have surgery to remove on (B)(6) 2019 with a bd pen ndl 29ga 12.7mm 100 bx 1200 USA. The following information was provided by the initial reporter: material no. 328203, batch no. 8261665. It was reported that needle broke off into site during injection. Went to the doctor (B)(6) 2019 and had surgery to remove with sedation on (B)(6) 2019. Additional information provided by customer: needle is currently with pathology. Procedure report from surgery took 4 attempts to locate the needle with fluoroscopy. Both consumer and husband lost work hours for this incident. Reported "needle break in abdomen, right side)" lot: 8261665, expiration date: 2023-09-30, item: 328203, occurrence date: (B)(6) 2019 stated break happened 05/13/19, she went to an urgent care. X-ray taken, put on "antibiotics". Stated on (B)(6) 2019 pen needle was surgically removed. Stated doing follow up today to have stitches removed. Was not given antibiotic after surgery. Stated she does have needle hub to send in. Will ask doctor for needle that was removed. Stated she will not continue to use box pen needle came out of because she concerned may be issue with entire box.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the needle broke off into site during injection, had to have surgery to remove on (B)(6) 2019 with a bd pen ndl 29ga 12.7mm 100 bx 1200 USA. The following information was provided by the initial reporter: material no. 328203 batch no. 8261665. It was reported that needle broke off into site during injection. Went to the doctor (B)(6) 2019 and had surgery to remove with sedation on (B)(6) 2019. Additional information provided by customer: needle is currently with pathology. Procedure report from surgery took 4 attempts to locate the needle with fluoroscopy. Both consumer and husband lost work hours for this incident. Reported "needle break in abdomen, right side)" lot: 8261665, expiration date: 2023-09-30, item: 328203, occurrence date: (B)(6) 2019. Stated break happened (B)(6) 2019, she went to an urgent care. X-ray taken, put on "antibiotics". Stated on (B)(6) 2019 pen needle was surgically removed. Stated doing follow up today to have stitches removed. Was not given antibiotic after surgery. Stated she does have needle hub to send in. Will ask doctor for needle that was removed. Stated she will not continue to use box pen needle came out of because she concerned may be issue with entire box.